Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph2247 and no non conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify that vicryl plus suture was used on this patient. Per the instructions for use, ¿absorption of coated vicryl plus antibacterial suture is essentially complete between 56 and 70 days¿ and 75% approximate strength remains at 14 days. What was the appearance of the suture during the second procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient experienced poor wound healing. The incision did not heal well and the suture was not absorbed. Re-suturing was given to the patient. Additional information has been requested.